Event description:
It was reported that the insulin pump alarmed button error. Customer stated it was due to thunder storm the insulin pump got completely wet. Customer's blood glucose at that time was 140 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.